Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x18 mm xience xpedition stent in the obtuse marginal artery. Post deployment of the stent, a small edge dissection was noted and a 3.0 x 8 mm xience xpedition stent was deployed to treat the dissection. The patient condition resolved on the same day. No serious adverse event occurred and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluing coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.